Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial # (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4); coolflow pump: model #: m-5491-02, serial #:unknown; soundstar catheter: model #:m-5723-12, lot #: unknown_m-5723-12; preface sheath: model #: 301803m, lot #:OEM_301803m; preface sheath: model #:301803m, lot #:OEM_301803m. (B)(4). Event description continuation: the catheter was manipulated three times outside the CT image and sound map while obtaining a fast anatomical mapping map. There was five to six ablation applications delivered to the patient before the event. The rf generator was set to power control mode at 30 watts. The flow setting was set to 8cc/min. Preface sheath was used with the ablation catheter. The act was maintained at 250-300 during the procedure. The patient was improved and in good condition the next day. The prognosis for the patient is good. The patients updated health status is that the patient recovered. The causality of the adverse event was procedural related. The physician does not consider that the event¿s causality was due to the bwi products.

Event description:
It was reported during an atrial fibrillation (afib) procedure, a cardiac tamponade was noticed as the patient displayed hypotension and bradycardia. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and vasopressors were administered to the patient. The patient was sent to surgery and in stable condition. Upon request, the bwi field representative provided additional information on the event. The event was life threatening, but adequate steps were taken to resolve the tamponade. The event did not result in the impairment of a body function or damage to a body structure. The physician¿s opinion on the causality of the tamponade was that they were ablating near the roof of the left atrium (la) and the left superior pulmonary vein (lspv). The event occurred either in the mapping or the ablation phase. While ablating in the la/lspv roof region, a profound drop in blood pressure and bradycardia occurred. On ice, a pericardial effusion was observed. Measures were taken to resolve the issue and the patient was taken to surgery for observation. The medical intervention was a pericardiocentesis, vasopressors, fluids and anticoagulation reversal. The patient required extended hospitalization. There were no other factors that might have contributed to the tamponade. The physician did not notice any abnormal signals prior to the event. The physician experienced difficulty in manipulating the catheter prior to the event.

Manufacturer narrative:
(B)(4) it was reported during an atrial fibrillation (afib) procedure, a cardiac tamponade was noticed as the patient displayed hypotension and bradycardia. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and vasopressors were administered to the patient. The patient was sent to surgery and in stable condition. Upon request, the bwi field representative provided additional information on the event. The event was life threatening, but adequate steps were taken to resolve the tamponade. The event did not result in the impairment of a body function or damage to a body structure. The physician¿s opinion on the causality of the tamponade was that they were ablating near the roof of the left atrium (la) and the left superior pulmonary vein (lspv). The event occurred either in the mapping or the ablation phase. While ablating in the la/lspv roof region, a profound drop in blood pressure and bradycardia occurred. On ice, a pericardial effusion was observed. Measures were taken to resolve the issue and the patient was taken to surgery for observation. The medical intervention was a pericardiocentesis, vasopressors, fluids and anticoagulation reversal. The patient required extended hospitalization. There were no other factors that might have contributed to the tamponade. The physician did not notice any abnormal signals prior to the event. The physician experienced difficulty in manipulating the catheter prior to the event. The catheter was manipulated three times outside the CT image and sound map while obtaining a fast anatomical mapping map. There was five to six ablation applications delivered to the patient before the event. The rf generator was set to power control mode at 30 watts. The flow setting was set to 8cc/min. Preface sheath was used with the ablation catheter. The act was maintained at 250-300 during the procedure. The patient was improved and in good condition the next day. The prognosis for the patient is good. The patients updated health status is that the patient recovered. The causality of the adverse event was procedural related. The physician does not consider that the event¿s causality was due to the bwi products. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.